Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer, a packaging issue with the freestyle libre system. It was reported that upon opening the packaging of the sensor "all of the components were reportedly opened, no assembly instructions were included, the sensor applicator had been pushed down, and that the sensor appeared as if it had been worn before." The customer was therefore unable to use the sensor to monitor glucose and experienced shaking hands. The customer was unable to self-treat due to her symptoms and required treatment of lispro insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Event description:
A caller reported on behalf of the customer, a packaging issue with the freestyle libre system. It was reported that upon opening the packaging of the sensor "all of the components were reportedly opened, no assembly instructions were included, the sensor applicator had been pushed down, and that the sensor appeared as if it had been worn before." The customer was therefore unable to use the sensor to monitor glucose and experienced shaking hands. The customer was unable to self-treat due to her symptoms and required treatment of lispro insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: d4 (expiration date) and h4 (device mfg date) were updated based on an extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.